Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guiding the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully initiated their sensor session.